Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 25mm mitral valve implanted for 11 years, two months, underwent transcatheter valve-in-valve procedure due to regurgitation secondary to torn leaflet. A 26mm valve was implanted inside the failing 25mm valve. The patient tolerated the procedure well. The gradient across the post-dilated valve was 3 mmhg with trivial to mild mitral insufficiency; prior perivalvular leak that had been seen was no longer present. The patient was discharged on the same day.